Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had holes which led to a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The inner tube and broken fabric threads was detached inside cylinder at proximal cylinder body that was the result of fatigue worn. Cylinder was not pressure test due to that leak was identified. Another ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinder passed the leak and pressure tests performed. Product analysis was unable to identify device malfunction with this returned cylinder. Product analysis concluded that the detached inner tube and broken fabric threads on the first cylinder could affect the functionality of device as reported mechanical issue. Product analysis confirmed cylinder malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the left cylinder connecting tube. No patient complications were reported.